Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed no evidence of a load step malfunction. On (B)(6) 2013, a 125 unit was recorded as a start count after an ez-prime operation. During testing, the pump was able to successfully rewind. The piston pushed out 15 units after hitting the cartridge plunger before it stopped during the load step. The force sensor calibration was found to be out of specification. The pump was opened and no damage was found to the internal circuit board or the force sensor pins. The force sensor resistance was found to be out of specification.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.